Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced necrosis and device extrusion. The recipient's device was explanted. The recipient will be reimplanted with another cochlear device.

Manufacturer narrative:
Additional information regarding recipient status will not be provided. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient was reportedly subjected to an antibiotic coverage to prevent any infection a week prior to surgery.